Manufacturer narrative:
The ggt and albumin reagent lot numbers and expiration dates were requested, but not provided. The field service engineer adjusted the water pressure and the rinse arm volumes. The instrument performance was verified by a precision check. After the service actions were performed, the customer did not see further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of non-reproducible ggt-2 and albumin results for two patient samples tested on the cobas pure c 303 analytical unit. Sample 1 was tested for ggt and initially generated a result of 21 u/l on the cobas pure instrument while the repeat result was 11 u/l on a second analyzer. The medical personnel questioned the initial result which triggered the repeat run. Sample 2 was tested for albumin and initially generated a result of 25 g/l on the cobas pure instrument while the repeat result was 31 g/l on a second analyzer.